Manufacturer narrative:
D3 (manufacturer fax) & e4 has been added as these were omitted from the initial mw submitted. D4 (serial) has been updated. Asae / hematoma/ major bleed the cause of the access site adverse event was not determined due to insufficient clinical details.:

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 61-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of known coronary artery disease. The peel-away sheath was removed and a repositioning sheath was inserted. Following the sheath exchange, a hematoma with active bleeding was noted at the access site. Hemostasis could not be achieved, and the decision was made to remove the impella pump. A covered stent was placed to achieve hemostasis. The patient survived to explant. The reported hematoma and major bleed is consistent with access-site complications related to large-bore femoral access and sheath exchange, with bleeding requiring endovascular intervention for hemostasis.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.